Event description:
This report investigates the second incident with a pt who had two devices. The second device was stated to have been implanted on 8/2/96 for use in the pt's therapy. On 10/7/96, another rupture occurred within the superior margin at the right interior first rib. The device was stated to be unavailable for eval and it's location is unknown. Pinch-off syndrome was discussed and an article was forwarded to the risk mgr for review.